Event description:
This customer sent a complaint to our company informing that he has sought medical attention after using one of our products.

Manufacturer narrative:
(B)(4) - ansell healthcare products is submitting this report on behalf of (B)(4).